Event description:
A 3.0mm diameter by 15mm length be2 stent delivery system was inserted in an attempt to direct stent a lesion in the circumflex coronary artery. The stent delivery system was across the moderately calcified lesion when the guide catheter disengaged from the coronary artery. Consequently, it was reported that this caused the stent to dislodge from the delivery balloon at the target site. A 1.5mm ptca balloon was then used to deploy the stent successfully at the target lesion. There was no report of injury to the patient and no additional clinical sequelae reported related to the event. The guide catheter disengaging from the coronary artery likely contributed to the stent dislodging from the delivery balloon. The instructions for use were not followed when the moderately calcified lesion was not pre-dilated.